Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the large resistance occurred during retrieving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil had a large resistance and got stuck in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the a3 segment of the left cerebral artery with a max diameter of 1.8mm and a 1mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the axium coil had a large resistance and got stuck in the catheter. The coil was pulled back because it was broken. The coil was stuck in the middle section of the catheter. It was unknown if the catheter was damaged. The devices were prepared as indicated in the IFU.

Manufacturer narrative:
H3: as found condition: the axium prime coil was returned for evaluation within the inner pouch; inside of a biohazard bag and a shipping box. There was no catheter returned with the coil. Visual inspection/damage location details: the implant coil appeared to be stretched and broken with the polypropylene filament intact. Bends were found at 33.0cm to 39.5cm from the proximal end. Testing/analysis: the catheter size and model were not reported. Therefore, any contributing factors from the catheter including its compatibility for use with the axium prime coil could not be determined. The returned coil could not be used for resistance testing with an in-house microcatheter due to its damaged condition. Conclusion: based on the analysis findings, the axium prime coil was confirmed to have ¿coil resistance/ stuck in catheter¿ and "coil separation/break" issues as the returned coil was found stretched and broken. In addition, the pushwire was also found to be bent. It is likely that these damages occurred when the customer attempted to advance the coil through the catheter against the resistance. However, the cause for resistance could not be determined. Possible causes of resistance include the use of damaged/incompatible catheter, patient tortuous anatomy and lack of continuous flush with heparinized saline during delivery. Since the catheter was not returned; any contribution of the catheter to the resistance issue could not be determined. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.